Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set leaked at the connector site during infusion. The IV connector was noted to be tightly secured. The infusion was stopped, and the IV connecter was removed and re-inserted. Infusion was re-started, and the leak re-occurred. The IV connector was replaced with a new IV connector and there was no further incident for the remaining of the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.